Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the cable was faulty, due to which, some noises appeared on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for a hysteroscopy, a b30(scope communication error) displayed on the hd camera head. The facility finished the case with another one. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the b30 error was not duplicated during evaluation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.